Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately nine months ago. Vessel morphology was reported as the access vessels were tough and small in diameter. It was reported that the patient presented with a right limb thrombosis. The thrombus was located at the flow divider of the bifurcated stent graft and contralateral limb junction. The stent graft looked fine; there were no apparent integrity issues. The cause of the occlusion was due to external iliac plaque/calcification. The physician performed a thrombectomy and placed 2 bare metal stents from the flow divider down. Additionally, the physician also stented the patient's external iliac, which had stenosis. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion), patient''s condition affected effectiveness of device (anatomy related: plaque and calcification in the external iliac artery). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related: plaque and calcification in the external iliac artery).